Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: the battery compartment was observed to be cracked in the thread area and below the grip pad. There was no evidence of moisture contamination inside the battery compartment. Unrelated to the initial complaint, the pump powered on to a dim, discolored display. The pump case was removed for further investigation and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery compartment was cracked. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).